Manufacturer narrative:
After further investigation by agfa, it was confirmed the log files for this specific event are no longer available, so the root cause is unknown. Some possible causes include: 1. A hardware/user issue - the detector power switch was broken and the customer was using a pen to turn the system on/off). Agfa service replaced the broken power connector module. 2. A workstation image processing fault. (The log files for this specific event are no longer available. 3. User error - the user has released the exposure button too soon. There is no further investigation or corrective actions for this event. There has been no reported harm to patient or user.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported to FDA via medwatch form report #(B)(4) the following event: "tech went bedside to do portable x-ray. Exposure was taken and image popped up but machine was giving an error message. Error: image not available. No valid pixel file found. Contact your system administrator. Image will not send to picture archive and communication system (pacs) and is irretrievable per agfa. This was an agfa equipment issue not a tech issue. Service repair ticket was entered and agfa service engineer was called to repair issue. Image was not recovered and portable was serviced for repair. Patient was not charged for image and provider did not need additional imaging for patient. Technologist was unable to send processed images to pacs due to error message saying images not available and no valid pixel file found. Vendor resolution notes: closure notes: customer was unable to send processed images to pac due to error message saying images not available no valid pr,<el file found. Capture the snapshot and case images were uploaded to ftp server for further evaluation. Restart the unit completely and performed flat filed image test and successfully transfer to pacs. Customer to mark unit as down until they really get to the root cause of issue. The equipment was repaired by an agfa engineer. This is all the information we have available."